Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend involved with this complaint. And completed the device evaluation. Failure analysis investigation confirmed/replicated the customer reported complaint. For clarification, the instrument was found to have a dislodged blade. Visual inspection confirmed, that the blade was exposed outside of the blade garage 10". No conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. A review of the dsp log showed 0 blade exposed failure. The instrument was found to have failed during initialization based on log review. Review of the dsp log found that the instrument generated 8 "mdtrace_vs_home_fail" error messages. The instrument was found to have two of the ceramic dots broken off from the jaws. This failure is most commonly caused by mishandling/misuse.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The customer noted, a metal piece on the jaw of the vessel sealer extend instrument. It was also reported, that the instrument wasn't recognized on the universal surgical manipulator (usm). It was confirmed, that there was no fallen fragment. The procedure was completed with no reported injury.